Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample the exact root cause cannot be determined. The device history record could not be reviewed as the lot number of the device was not provided. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
. E3: occupation: lead tech the production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart cath, the tr band was applied in the post case area. It was noticed that air had leaked out of the tr band from the room the post care, roughly five minutes. It was unknown how much air volume was in the band. Pressure was applied and a new band was applied. The patient was stable, there were no issues, blood loss was less than 250cc.